Event description:
Bayer case number: (B)(4). Pain [pelvic pain female]. Not normal bleeds [menses irregular]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important) and menstruation irregular ("not normal bleeds"). The patient was treated with surgery (doctor recommended a full hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. No causality assessment was received for essure with regard to menstruation irregular or pelvic pain. The reporter commented: doctor recommended a full hysterectomy. I had to cancel my surgery 3 times due to the economic impact. First one was on (B)(6) and last one on (B)(6) 2025. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female]. Not normal bleeds [menses irregular]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important) and menstruation irregular ("not normal bleeds"). The patient was treated with surgery (doctor recommended a full hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. No causality assessment was received for essure with regard to menstruation irregular or pelvic pain. The reporter commented: I had the essure device in 2009 and shortly after my pain never stopped. Doctor recommended a full hysterectomy. I had to cancel my surgery 3 times due to the economic impact. First one was (B)(6) 2025. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.